Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera system include: -discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -abdominal or back pain; either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported discomfort and abdominal pain. Endoscopy confirmed hyperinflation balloon. Balloon explanted."

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the device, and noted the balloon shell to be discolored, as it was light blue in appearance. Yellow and white particulate matter was noted to be covering approximately 80% of the outer surface of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from two openings on the anterior portion of shell, and several openings on the posterior portion of the shell. Under microscopic analysis, five openings were noted on the posterior portion. Both openings on the anterior portion, and all openings on the posterior portion, were noted to have striated edges, consistent with surgical damage from device removal activities. Material degradation was noted to be covering approximately 80% of the outer surface of the balloon shell. Yellow particulate matter was noted on the inner surface of the valve channel.